Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the cephalic vein below the elbow. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the device exhibited a minor notch as the pressure gradually rose to 22, followed by a sudden drop to 0. Attempts to reapply pressure at 24 were unsuccessful, and blood was observed upon withdrawal. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure. It was further reported that no pinholes were found on the balloon.

Manufacturer narrative:
E1: (B)(6) college. Device evaluated by MFR: the device was returned for analysis and the investigation was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 6mm in length and extended from a position 1mm proximal of the distal markerband to 7mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the cephalic vein below the elbow. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the device exhibited a minor notch as the pressure gradually rose to 22, followed by a sudden drop to 0. Attempts to reapply pressure at 24 were unsuccessful, and blood was observed upon withdrawal. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure. It was further reported that no pinholes were found on the balloon.

Manufacturer narrative:
E1: healthcare facility name: (B)(6).

Manufacturer narrative:
E1: healthcare facility name: (B)(6) hospital

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the cephalic vein below the elbow. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the device exhibited a minor notch as the pressure gradually rose to 22, followed by a sudden drop to 0. Attempts to reapply pressure at 24 were unsuccessful, and blood was observed upon withdrawal. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.